Event description:
Customer alleges discrepant result with meter readings. On monday 06/04 inr was 4.4 -- patient self tester was tired. Coumadin was adjusted. On (B)(6) she tested in the morning and the result was 1.3, so she retested and received 2.4 then 2.3. (Caller rushed and unable to provide procedure details -- did say sample for first test was easy to collect. On (B)(6) lab 1.5 - venipuncture. Therapeutic range 2-3.

Manufacturer narrative:
Previous MDR #2027969-2012-01019 was inadvertently used in error for this case on (B)(6) 2012. Correct MDR number for this case is 2027969-2012-01268. Investigation pending.